Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker set screw was stuck. The physician elected to complete the procedure with a new pacemaker. The patient condition was stable.

Manufacturer narrative:
The report event of unable to tighten the ventricle setscrew onto the lead was confirmed. Final analysis found that as received, the incorrect insertion of the wrench into the setscrew inset occurred. The ventricle setscrew was unable to tighten due to the wrench was not being fully inserted and began to strip the setscrew inset while the user was trying to tighten the setscrew. The setscrew was not stuck, but could not be engaged due to the incorrect wrench insertion and stripping of the inset. The problem in the field was caused by the user¿s incorrect use of the torque wrench while attempting to tighten the setscrew. No device malfunction was found.